Event description:
The customer reported that the images on the left monitor were undiagnostic and unable to be read. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor harness was evaluated and replaced. The system was tested and found to be working as intended and returned to service.